Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the spike tip was broken off. No other tests were performed. The assignable root cause of the reported condition could not be definitively determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set with injection site in which the spike broke when the nurse tried to connect it with a bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.